Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot latch with belt connector) has been confirmed. As received, the monitor would not securely latch with a test electrode belt connector. The belt connector receptacle was damaged. The root cause of the damaged connector receptacle cannot be positively identified, but is likely physical abuse. No adverse event resulted from the defective belt receptacle.

Event description:
A zoll distributor returned a monitor indicating that it would not securely latch with a test electrode belt connector.